Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was shown to replace pc. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows operating system (os) had missing file. A field service engineer found that device failed to reboot and unable to be repaired due to power outage. Further, the fse reimaged the device and configured it successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.